Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Evaluation summary: customer report of calcification leading to thickened leaflets, immobile leaflets, and stenosis was confirmed. Report of regurgitation was visually confirmed. X-ray demonstrated moderate calcification on all three leaflets, and the wireform intact. Extrinsic calcification was observed on the outflow aspect of leaflets 1 and 3, which caused the leaflets to appear thickened-like. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7 mm on leaflet 2 at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5 mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was heavy at the outflow and moderate at the inflow aspect. Host tissue overgrowth caused the free margin of leaflet 2 to be rolled towards the outflow aspect thus creating a gap in the central coaptation region and likely contributing to the reported regurgitation. Calcification and host tissue restricted leaflet mobility and led to stenosis. It was reported the patient is doing well post-operatively. The device was returned for evaluation which confirmed calcification and also host tissue overgrowth. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves.

Manufacturer narrative:
A pdf document which includes 5 pages with a total of 26 static images that appear to have been acquired from both transthoracic (tte) and transesophageal echocardiography (tee), including static two-dimensional images without and with color-flow doppler, and spectral doppler were provided. Pages are labeled with presumed patient initials (djp), and the presumed date (01/10/2018) and location (cdc centro de diagnostico cardiovascular) of image acquisition. Image quality is fair to good; however, analysis is limited by submission and review of only static images of relatively low resolution. Findings are summarized below. Reportedly ~ 5 ½ years after implantation of a model 7300tfx pericardial bioprosthesis, there is evidence of significant prosthetic stenosis and prosthetic regurgitation, as well as pulmonary hypertension and tricuspid regurgitation. Although prosthetic stenosis and regurgitation presumably are related to structural valve degeneration, bioprosthesis leaflet anatomy is not adequately visualized on the submitted static images to confirm this diagnosis. The anatomy of the aortic valve suggests a likely rheumatic / inflammatory etiology, suggesting that the same may have been the cause of the initial mitral valve disease. The chronicity and severity (potentially present at the time of the initial mitral valve replacement) of pulmonary hypertension tricuspid regurgitation are unknown.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received notification about a mitral valve model 7300tfx 27 mm implanted in a (B)(6) that was needing replacement due to calcification with thickened leaflets, two immobile leaflets, stenosis and insufficiency after approximately five (5) years of the implantation. On echo, the mitral bioprosthesis was showing severe stenosis (0.8 cm2, peak gradient 33 mmhg and mean gradient 21 mmhg) and moderate insufficiency. There was also discrete/moderate tricuspid insufficiency and pulmonary hypertension. Redo-mvr was performed.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The root cause of this event cannot be conclusively determined with the available information. However, the calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with an edwards mitral valve, implanted for approximately five (5) years, will undergo a redo mvr due to calcification. No other details were provided.